Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint of a stuck switch was confirmed. In addition to the malfunction reported in section b5 the following findings were discovered; a software upgrade was needed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had a power switch malfunction; the unit will not power on due to a stuck button. The issue was found during preparation for use for an unspecified procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a terminal bending of the video connector socket. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. Corrected fields: b5, h6(added component and medical device problem code to align with customer reportable malfunction). Correction to g3 of the initial medwatch. The aware date should be 12-dec-2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction power cannot be turned on because the button is stuck would likely be due to the version of the power button was older than the products currently being manufactured, and for the malfunction of the pins of the scope socket are bent no presume cause was identified. Olympus will continue to monitor field performance for this device.

Event description:
This medical device report (MDR) is being submitted to capture the reportable malfunction reported by the customer of the unit would not power on due to a stuck button.